Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, foreign material coming out of the device was confirmed, but the type of foreign material was could not be determined. The foreign material may not have been removed because the device was not reprocessed properly due to a bending section cover leak; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: cf-260 series operation manual: chapter 3 preparation and inspection; prevention measures are written in instructions for use: cf-260 series reprocessing manual: chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.